Event description:
It was reported that approximately 7 months prior, the implantable cardioverter defibrillator (ICD) possibly treated an atrial arrhythmia which it detected as ventricular fibrillation (vf), due to rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.